Event description:
Pump sn (B)(6) was returned to intuvie for routine preventive maintenance. During testing, the device failed the 30 psi occlusion test, alarming at 21.460 psi, which is below the acceptance range of 22¿38 psi. To correct the issue, the 30 psi calibration value was adjusted from 362 to 352. Following calibration, the device met applicable performance specifications and passed all required testing.

Manufacturer narrative:
A review of intuvie¿s service records was done to determine whether there were any prior service events documenting the same failure mode; no such records were identified. Complaint history was also reviewed, and no previous complaints associated with the same failure were identified. The issue was identified during preventive maintenance testing and was resolved by recalibrating the device. The probable cause of the failure was determined to be the device being out of calibration. A CAPA was opened to further investigate the root cause and trending associated with this issue. Refer to (B)(4).